Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was no issue with the lead or its function, so it was not deemed necessary to send the lead back. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the incision was healing slowly. No environmental or patient factors were noted to have contributed to the issue. The wound closure was washed out and the healthcare provider elected to remove the right lead and revise the incision. The issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-16. The rep was at the operating room (or) with the healthcare professional (hcp) removing the lead at the anchor site. The site hasn¿t healed since implant so the hcp is removing the portion of the lead and leaving the rest still connected to the ins. The plan is to preserve the ins for future lead implant. The rep mentioned the previously reported first lead removal. No further complications were reported/areanticipated.